Event description:
Customer received erratic readings on her meter. The first blood glucose reading was 91mg/dl and a few minutes later was 300 mg/dl. The difference between these readings falls in the "c" zone in the parkes error grid, showing the difference to be clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation and replacements will be sent.